Event description:
It has been reported that two tensioners do not always lock onto cable when tensioning. All slack was taken out of grip. There was no adverse consequence for the patient or delay in surgery or anesthesia time.